Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The size of the sheath ancillary used was 7 fr. It was reported that there was no harm to the patient.